Event description:
It was reported that the patient had presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's left ventricular lead failed to capture. X-ray was performed and confirmed the patient's lead had dislodged. The lead was explanted. The patient was stable.